Manufacturer narrative:
Product complaint #: (B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # unk the lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the procedure date? What were the indications for surgery? Were there any issues experienced with the device in the initial surgical procedure? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? Can you please further describe the course of post-operative events that occurred over the 30 days following the procedure? When was a leak first identified? How was the leak identified? Can you please further describe the timing and treatment of the abscess? Were there any issues noted with staple formation at any point throughout the care of the patient? Does the surgeon believe the post-operative complications 30 days after the original procedure were related to an alleged deficiency of the device or were there other contributing patient factors? What is the current status of the patient?

Event description:
It was reported that thirty days post-operative after a low anterior resection there was puss around the anastomosis and a leak developed. During the procedure the surgeon over sewed the anterior portion of the anastomosis. It was noted that the patient was smoking post op.